Event description:
It was reported that the skin graft mesher's roller was slightly galled, the sliding pin was loose and the comb was bent on one side. The ratchet locked up while using and made it impossible to finish sample cut. There was not report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned for evaluation and it was determined that the comb was damaged; the roller end was galled; the calibration was out of specification; the sideplates were damaged; the sliding pin was loose; the ratchet was frozen; the ratchet gear did not line up properly with set screw in the handle and the sideplate screw broke off in the guide block. The ball detent, bushings, comb, gear, roller and side plates were replaced and the ratchet was repaired. Repair records also show that the device has not received calibration and preventive maintenance service at zimmer osp since it was purchased in 07/1999. The zimmer skin graft mesher instruction manual states that " the zimmer skin graft mesher should be returned every 12 months for inspection and preventive maintenance." The device was repaired, calibrated and returned to the customer.